Manufacturer narrative:
Sanofi company comment dated 20-sep-2022: this case involves a 64 years old female patient who couldn't do as much walking as usual, stiffness (right knee) with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, post injection routine, injection technique and other risk factors would aid in better case assessment.

Event description:
Couldn't do as much walking as usual [walking difficulty] ([condition aggravated]). Stiffness (right knee) [stiff knees]. Swelling (right knee) [swelling of r knee]. Case narrative: initial information received on 16-sep-2022 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves a 64 years old female patient who couldn't do as much walking as usual, stiffness (right knee) and swelling (right knee) with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical treatment(s), vaccination(s) and family history were not provided. It is unknown if the patient had any medical history, concomitant disease or risk factor. In (B)(6) 2021, (B)(6) 2022 the patient received two synvisc one injection in the right knee at dose of 6 ml once (batch number: brsl062; strength 48mg/6ml, expiry date, route- unknown) for osteoarthritis. And tear. The last two times she had injections she had problems for about a month after. On an unknown date after an unknown latency she had stiffness (joint stiffness), swelling(joint swelling), couldn't do as much walking as usual (gait disturbance) and was worse after than before (condition aggravated). Action taken: not applicable. Corrective treatment: not reported for all the events. Outcome: not recovered / not resolved for all the events. Reporter causality: not reported for all the events. Company causality: not reportable for all the events. Seriousness criteria: disability for the event gait disturbance. A product technical complaint (ptc) was initiated on 19-sep-2022 for synvisc one (lot/batch number: brsl062) with global ptc number: (B)(4). The sample status of the ptc was not available. Additional information was received on 19-sep-2022 from other healthcare professional (quality department). Global ptc number was added, strength and batch number of suspect product was added. Text amended accordingly.

Manufacturer narrative:
Sanofi comment follow up dated 27-sep-2022: this case involves a 64-year-old female patient who had walking difficulty which led to disability while she was treated with hylan g-f 20, sodium hyaluronate. Based on the information provided by the reporter, the causal role of company suspect drugs cannot be excluded for the serious events considering the available safety drug information. At the same time, contributory role of concomitant medications and concurrent condition cannot be excluded either.

Event description:
Couldn't do as much walking as usual [walking difficulty] ([condition aggravated]) stiffness (right knee) [stiff knees] swelling (right knee) [injection site joint swelling]. Case narrative: initial information received on 16-sep-2022 regarding a solicited valid serious case received from the physician, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves a 64 years old female patient who couldn't do as much walking as usual, stiffness (right knee) and swelling (right knee) with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. This case is linked to case ID (B)(4). (Multiple devices, same patient). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included codeine phosphate, paracetamol (acetaminophen and codeine). In (B)(6) 2021 the patient received two synvisc one injection in the right knee at dose of 6 ml once (batch number: brsl062; strength 48mg/6ml, expiry date, route- unknown) for osteoarthritis. And tear. On an unknown date the patient couldn't do as much walking as usual (gait disturbance; disability) (unknown latency) following the first dose intake of hylan g-f 20 and sodium hyaluronate. On an unknown date the patient developed stiffness (right knee) (joint stiffness), swelling (right knee) (injection site joint swelling) and was worse after than before (condition aggravated) (unknown latency). The last two times she had injections she had problems for about a month after. She had stiffness, swelling, couldn't do as much walking as usual and was worse after than before. It is unknown if there were lab data/results available. Was the company suspect product inappropriately used as per local marketing authorization? Unknown. Action taken: not applicable. It was not reported if the patient received a corrective treatment for the events (stiffness (right knee), swelling (right knee), couldn't do as much walking as usual, and was worse after than before). At time of reporting, the outcome was recovered on an unknown date for all the events. Reporter causality: not reported for all the events. Company causality: reportable for all the events. A product technical complaint (ptc) was initiated on 19-sep-2022 for synvisc one (lot/batch number: brsl062) with global ptc number: (B)(4). The sample status of the ptc was not available. Additional information was received on 19-sep-2022 from other healthcare professional (quality department). Global ptc number was added, strength and batch number of suspect product was added. Text amended accordingly. Additional information was received on 27-sep-2022 from the physician. Case updated from serious to non-serious case. Concomitant was added. Medically confirmed was updated in general as well as event screen. Outcome of the events injection site joint swelling, gait disturbance, condition aggravated, joint stiffness was updated. Text amended accordingly. Based on the information previously received, the case was updated to serious as disability was marked for gait disturbance. Based on the information previously received on 27-sep-2022, the reportability was updated to reportable from not reportable. Text amended accordingly.

Event description:
Couldn't do as much walking as usual [walking difficulty] ([condition aggravated]) stiffness (right knee) [stiff knees] swelling (right knee) [injection site joint swelling]. Case narrative: this case is linked to 2022sa389210 (multiple device suspect for the same patient). Initial information received on 16-sep-2022 regarding a solicited valid serious case received from the physician, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: (B)(6). Study title: patient support program involving synvisc one. This case involves a 64 years old female patient who couldn't do as much walking as usual, stiffness (right knee) and swelling (right knee) with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included codeine phosphate, paracetamol (acetaminophen and codeine). In (B)(6) 2021 the patient received two synvisc one injection, liquid (solution) in the right knee at dose of 6 ml once (strength 48mg/6ml, batch number- 8rsl062; route, expiry: 30-sep-2021) for osteoarthritis and tear. On an unknown date the patient couldn't do as much walking as usual (gait disturbance; disability) (unknown latency) following the first dose intake of hylan g-f 20 and sodium hyaluronate. On an unknown date the patient developed stiffness (right knee) (joint stiffness), swelling (right knee) (injection site joint swelling) and was worse after than before (condition aggravated) (unknown latency). The last two times she had injections she had problems for about a month after. She had stiffness, swelling, couldn't do as much walking as usual and was worse after than before. It is unknown if there were lab data/results available. Was the company suspect product inappropriately used as per local marketing authorization? Unknown. Action taken: not applicable. It was not reported if the patient received a corrective treatment for the events (stiffness (right knee), swelling (right knee), couldn't do as much walking as usual, and was worse after than before). At time of reporting, the outcome was recovered on an unknown date for all the events. Reporter causality: not reported for all the events. Company causality: reportable for all the events. A product technical complaint (ptc) was initiated on 16-sep-2022 for synvisc one (lot/batch number: 8rsl062 and expiry date: 30-sep-2021)with global ptc number: (B)(4). The sample status was not available and the ptc stated: currently processed as unknown lot# provided brsl062 does not exist email canada to verify- dp 18-oct-22the product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. This review has not indicated any safety issue. Reopen to update investigation as lot# was confirmed and received via email - (dp 09nov22).the investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsl062 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 09-nov-22 there are 5 complaints on file for lot# 8rsl062 and all related sub-lots.there are 3 complaints on file for lot# 8rsl062: (3) adverse event reports. 1 complaint is on file for lot # 8rsl062b: (1) expiry date. 1 complaint is on file for lot # 8rsl062a: (1) missing component. Sanofi will continue to monitor complaints and trending to determine if a CAPA was required. The final investigation was completed on 09-nov-2022 with summarized conclusion as no assessment possible. Additional information was received on 19-sep-2022 from other healthcare professional (quality department). Global ptc number was added, strength and batch number of suspect product was added. Text amended accordingly. Additional information was received on 27-sep-2022 from the physician. Case updated from serious to non-serious case. Concomitant was added. Medically confirmed was updated in general as well as event screen. Outcome of the events injection site joint swelling, gait disturbance, condition aggravated, joint stiffness was updated. Text amended accordingly. Based on the information previously received, the case was updated to serious as disability was marked for gait disturbance. Based on the information previously received on 27-sep-2022, the reportability was updated to reportable from not reportable. Text amended accordingly. Additional information received on 26-oct-2022 from other healthcare professional (quality department). Ptc results added. Text amended accordingly. Additional information was received on 30-oct-2022 from other healthcare professional (quality department). Batch number was updated from brsl062 to unknown. Text amended accordingly. Additional information was received on 08-nov-2022 from other healthcare professional (quality department). Batch number was updated to 8rsl062 from unknown. Text amended accordingly. Additional information was received on 09-nov-2022 from the quality department. Ptc details was updated. Expiry date was also added.

Manufacturer narrative:
Sanofi comment follow up dated (B)(6) 2022: this case involves a 64-year-old female patient who had walking difficulty which led to disability while she was treated with hylan g-f 20, sodium hyaluronate. Based on the information provided by the reporter, the causal role of company suspect drugs cannot be excluded for the serious events considering the available safety drug information. At the same time, contributory role of concomitant medications and concurrent condition cannot be excluded either.

Event description:
Couldn't do as much walking as usual [walking difficulty] ([condition aggravated]). Stiffness (right knee) [stiff knees] . Swelling (right knee) [injection site joint swelling]. Case narrative: initial information received on 16-sep-2022 regarding a solicited valid serious case received from the physician, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case is linked to case ID (B)(6) . (Multiple devices, same patient). This case involves a 64 years old female patient who couldn't do as much walking as usual, stiffness (right knee) and swelling (right knee) with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included codeine phosphate, paracetamol (acetaminophen and codeine). In oct-2021 the patient received two synvisc one injection, liquid (solution) in the right knee at dose of 6 ml once (strength 48mg/6ml, batch number and expiry date, route- unknown) for osteoarthritis. And tear. On an unknown date the patient couldn't do as much walking as usual (gait disturbance; disability) (unknown latency) following the first dose intake of hylan g-f 20 and sodium hyaluronate. On an unknown date the patient developed stiffness (right knee) (joint stiffness), swelling (right knee) (injection site joint swelling) and was worse after than before (condition aggravated) (unknown latency). The last two times she had injections she had problems for about a month after. She had stiffness, swelling, couldn't do as much walking as usual and was worse after than before. It is unknown if there were lab data/results available. Was the company suspect product inappropriately used as per local marketing authorization? Unknown. Action taken: not applicable. It was not reported if the patient received a corrective treatment for the events (stiffness (right knee), swelling (right knee), couldn't do as much walking as usual, and was worse after than before). At time of reporting, the outcome was recovered on an unknown date for all the events. Reporter causality: not reported for all the events. Company causality: reportable for all the events. A product technical complaint (ptc) was initiated on 19-sep-2022 for synvisc one (lot/batch number: unknown) with global ptc number: 100262349. Currently processed as unknown lot# provided brsl062 does not exist email canada to verify- dp 18oct22. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitor adverse event reports with or without lot numbers, and assess possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints and trending to determine if a CAPA was required. The final investigation was completed on 26-oct-2022 with summarized conclusion as no assessment possible. Additional information was received on 19-sep-2022 from other healthcare professional (quality department). Global ptc number was added, strength and batch number of suspect product was added. Text amended accordingly. Additional information was received on 27-sep-2022 from the physician. Case updated from serious to non-serious case. Concomitant was added. Medically confirmed was updated in general as well as event screen. Outcome of the events injection site joint swelling, gait disturbance, condition aggravated, joint stiffness was updated. Text amended accordingly. Based on the information previously received, the case was updated to serious as disability was marked for gait disturbance. Based on the information previously received on 27-sep-2022, the reportability was updated to reportable from not reportable. Text amended accordingly. Additional information received on 26-oct-2022 from other healthcare professional (quality department). Ptc results added. Text amended accordingly. Additional information was received on 30-oct-2022 from other healthcare professional (quality department). Batch number was updated from brsl062 to unknown. Text amended accordingly.

Event description:
Couldn't do as much walking as usual [walking difficulty], ([condition aggravated]) stiffness (right knee) [stiff knees], swelling (right knee) [injection site joint swelling]. Case narrative: initial information received on 16-sep-2022 regarding a solicited valid serious case received from the physician, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case is linked to case ID (B)(4). (Multiple devices, same patient) this case involves a 64 years old female patient who couldn't do as much walking as usual, stiffness (right knee) and swelling (right knee) with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included codeine phosphate, paracetamol (acetaminophen and codeine). In (B)(6) 2021 the patient received two synvisc one injection, liquid (solution) in the right knee at dose of 6 ml once (strength 48mg/6ml, batch number- 8rsl062; route, expiry: unknown) for osteoarthritis. And tear. On an unknown date the patient couldn't do as much walking as usual (gait disturbance; disability) (unknown latency) following the first dose intake of hylan g-f 20 and sodium hyaluronate. On an unknown date the patient developed stiffness (right knee) (joint stiffness), swelling (right knee) (injection site joint swelling) and was worse after than before (condition aggravated) (unknown latency). The last two times she had injections she had problems for about a month after. She had stiffness, swelling, couldn't do as much walking as usual and was worse after than before. It is unknown if there were lab data/results available. Was the company suspect product inappropriately used as per local marketing authorization? Unknown. Action taken: not applicable. It was not reported if the patient received a corrective treatment for the events (stiffness (right knee), swelling (right knee), couldn't do as much walking as usual, and was worse after than before). At time of reporting, the outcome was recovered on an unknown date for all the events. Reporter causality: not reported for all the events. Company causality: reportable for all the events. A product technical complaint (ptc) was initiated on 19-sep-2022 for synvisc one (lot/batch number: unknown) with global ptc number: 100262349. Currently processed as unknown lot# provided brsl062 does not exist e-mail canada to verify- dp 18oct22. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitor adverse event reports with or without lot numbers, and assess possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints and trending to determine if a CAPA was required. The final investigation was completed on 26-oct-2022 with summarized conclusion as no assessment possible a product technical complaint (ptc) was initiated on 19-sep-2022 for synvisc one (lot/batch number: 8rsl062) with global ptc number: (B)(4). The ptc was in process. Additional information was received on 19-sep-2022 from other healthcare professional (quality department). Global ptc number was added, strength and batch number of suspect product was added. Text amended accordingly. Additional information was received on 27-sep-2022 from the physician. Case updated from serious to non-serious case. Concomitant was added. Medically confirmed was updated in general as well as event screen. Outcome of the events injection site joint swelling, gait disturbance, condition aggravated, joint stiffness was updated. Text amended accordingly. Based on the information previously received, the case was updated to serious as disability was marked for gait disturbance. Based on the information previously received on 27-sep-2022, the reportability was updated to reportable from not reportable. Text amended accordingly. Additional information received on 26-oct-2022 from other healthcare professional (quality department). Ptc results added. Text amended accordingly. Additional information was received on 30-oct-2022 from other healthcare professional (quality department). Batch number was updated from brsl062 to unknown. Text amended accordingly. Additional information was received on 08-nov-2022 from other healthcare professional (quality department). Batch number was updated to 8rsl062 from unknown. Text amended accordingly.

Manufacturer narrative:
Sanofi comment follow up dated 27-sep-2022: this case involves a 64-year-old female patient who had walking difficulty which led to disability while she was treated with hylan g-f 20, sodium hyaluronate. Based on the information provided by the reporter, the causal role of company suspect drugs cannot be excluded for the serious events considering the available safety drug information. At the same time, contributory role of concomitant medications and concurrent condition cannot be excluded either.

Manufacturer narrative:
Sanofi comment follow up dated 27-sep-2022: this case involves a 64-year-old female patient who had walking difficulty which led to disability while she was treated with hylan g-f 20, sodium hyaluronate. Based on the information provided by the reporter, the causal role of company suspect drugs cannot be excluded for the serious events considering the available safety drug information. At the same time, contributory role of concomitant medications and concurrent condition cannot be excluded either.

Event description:
Couldn't do as much walking as usual [walking difficulty] ([condition aggravated]) stiffness (right knee) [stiff knees] swelling (right knee) [injection site joint swelling]. Case narrative: initial information received on 16-sep-2022 regarding a solicited valid serious case received from the physician, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada study title: patient support program involving synvisc one. This case is linked to case ID (B)(4). (Multiple devices, same patient) this case involves a 64 years old female patient who couldn't do as much walking as usual, stiffness (right knee) and swelling (right knee) with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included codeine phosphate, paracetamol (acetaminophen and codeine). In (B)(6)2021 the patient received (B)(4) synvisc one injection in the right knee at dose of 6 ml once (batch number: brsl062; strength 48mg/6ml, expiry date, route- unknown) for osteoarthritis. And tear. On an unknown date the patient couldn't do as much walking as usual (gait disturbance; disability) (unknown latency) following the first dose intake of hylan g-f 20 and sodium hyaluronate. On an unknown date the patient developed stiffness (right knee) (joint stiffness), swelling (right knee) (injection site joint swelling) and was worse after than before (condition aggravated) (unknown latency). The last two times she had injections she had problems for about a month after. She had stiffness, swelling, couldn't do as much walking as usual and was worse after than before. It is unknown if there were lab data/results available. Was the company suspect product inappropriately used as per local marketing authorization? Unknown. Action taken: not applicable it was not reported if the patient received a corrective treatment for the events (stiffness (right knee), swelling (right knee), couldn't do as much walking as usual, and was worse after than before). At time of reporting, the outcome was recovered on an unknown date for all the events. Reporter causality: not reported for all the events company causality: reportable for all the events a product technical complaint (ptc) was initiated on 19-sep-2022 for synvisc one (lot/batch number: brsl062) with global ptc number: (B)(4). Currently processed as unknown lot# provided brsl062 does not exist email canada to verify- dp 18oct22. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitor adverse event reports with or without lot numbers, and assess possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints and trending to determine if a CAPA was required. The final investigation was completed on 26-oct-2022 with summarized conclusion as no assessment possible. Additional information was received on 19-sep-2022 from other healthcare professional (quality department). Global ptc number was added, strength and batch number of suspect product was added. Text amended accordingly. Additional information was received on 27-sep-2022 from the physician. Case updated from serious to non-serious case. Concomitant was added. Medically confirmed was updated in general as well as event screen. Outcome of the events injection site joint swelling, gait disturbance, condition aggravated, joint stiffness was updated. Text amended accordingly. Based on the information previously received, the case was updated to serious as disability was marked for gait disturbance. Based on the information previously received on 27-sep-2022, the reportability was updated to reportable from not reportable. Text amended accordingly. Additional information received on 26-oct-2022 from other healthcare professional (quality department). Ptc results added. Text amended accordingly.